Manufacturer narrative:
Batch record review of lot file a760 was conducted. Lot met release requirements. There were no non conformances related to this event type. Complaint lot review conducted and one other photo leak complaint was reported to date for this lot. Photos of the product were sent on (B)(4) 2013. The photos were reviewed and a leak in the photoactivation module was observed. A root cause for the leak could not be determined. (B)(4).

Event description:
Customer is reporting a leak in the photoactivation chamber. Name and function of complainant: same as reporter. Problem description: issue started on: (B)(6) 2013. Issue noticed: (B)(6) 2013. System has been setup for 6 cycles. At the beginning of the 3rd cycle during drawing, customer had the lamp cover open and saw the leak, she tried to finish the treatment but got a blood pump error. The system has shown 182 ml used, including 90 ml of nacl. Customer did not return anything back to patient but substituted with nacl. No hematocrit or hemoglobin results were available as no results were back from lab. Customer stated that the patient has usually a hematocrit of around 0.4. The last treatment of patient has been 4 weeks ago. Patient will be treated tomorrow. Photos only will be returned for investigation.